Event description:
(B)(4) this system was returned to impact for preventative maintenance. During the evaluation of the it was determined that the pressure relief valve was operating at a level below the specified operational limits. Additionally, the check valve indicated that is was leaking, though just below the operational limits, and was replaced to prevent system failure. This system had no prior impact instrumentation, inc. Preventative maintenance performed. This system is 5 years and 10 months old.